Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer blood glucose level was 200 mg/dl 300 mg/dl, 400 mg/dl, and 500 mg/dl. Customer reported that they was treated with insulin pump. Customer also reported that the motor error. Customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.